Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented in the hospital due to implantable cardioverter defibrillator (ICD) skin erosion. The entire ICD system, which includes the right ventricular (rv) lead, the right atrial (ra) lead, the left ventricular (lv) lead and the capped ra lead, was then explanted. The patient's condition was stable.